Manufacturer narrative:
(B)(4). Reported event was considered confirmed as provided the medical reports stated the patient experienced pain and was resolved through physiotherapy. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient's symptoms improved with physiotherapy.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42500606401, femur cemented posterior stabilized, lot # 62817669. Catalog #: 42511400711, articular surface fixed bearing, lot # 62846649. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the implants are still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 3007963827-2019-00023, 0002648920-2019-00041.

Event description:
It was reported via (B)(6) study that the patient experienced knee pain.